Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, four resolute onyx des were implanted in the circumflex. Two euphora ptca balloon were also used. Approximately 1 day post index procedure, patient suffered from elevated cardiac enzymes. Investigator assessed that the event was probably related to index device, but not related to antiplatelets medication. Patient recovered. The cec adjudicated that a mi occurred in the target vessel, the cx.